Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, nurses could not log into the pyxis machine during med pass time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that users were unable to log into the pyxis station and had "unable to authenticate" and disconnection issues. A technical support specialist (tss) checked and confirmed correct time synchronization, central time zone configuration, and functional communication with the application server. The fse also reviewed domain name system (dns) differences between the app server and station but found non-contributory. The tss also found that the nurses can remove medications and the disconnected mode was cleared. Further the customer confirmed that information technology (it) already checked on this issue and found damage on network port that made the machine had no connectivity with the network. Then the field service engineer (fse) worked with it and opened the port to resolve the issue. The system functioned as intended after the field service engineer repaired the device.